Event description:
It was reported that during device change and elective lead explant, the patient developed an effusion and required emergency intervention to repair the perforation.

Manufacturer narrative:
(B)(4).